Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. During a surgical procedure, it was determined that the cuff size was too large due to urethral atrophy. The cuff explanted was a 4.5 cm and was a new 4.0 cm was implanted. The rest of the aus was fully replaced as well. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported issues with length of the device may have been due to a potential measurement error at implant. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1000401541, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1000411856, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4).